Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Review of the event history log (ehl) showed a high alarm downstream occlusion. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a faulty downstream occlusion(dso) sensor/dso bezel. The downstream occlusion sensor and bezel were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alarmed during bolus infusion due to a downstream occlusion. The pump frequently blocked, which did not guarantee analgesia. The downstream occlusion, often without any mechanical obstacle, caused a delay in therapy. There was patient involvement, but no harm or injury occurred.